Event description:
It was reported that while using the stryker ao large reamer attachment with a synthes flexible reamer during a procedure, the synthes flexible reamer fell apart. Pieces of the synthes flexible reamer fell into the patient. The surgeon took x-rays and attempted to remove the broken material, however, pieces still remained in the patient. The procedure was completed successfully. No other information was reported.

Manufacturer narrative:
The device will not be returned to stryker for evaluation, therefore the potential cause for failure could not be determined. Notification has been sent to synthes, inc. Regarding the broken flexible reamer, patient injury and event details. Device not returned to manufacturer.

Manufacturer narrative:
The product was not returned for evaluation, so the reported event, synthes flex reamer fell apart while in use, could not be confirmed in this case.

Event description:
It was reported that while using the stryker ao large reamer attachment with a synthes flexible reamer during a procedure, the synthes flexible reamer fell apart. Pieces of the synthes flexible reamer fell into the patient. The surgeon took x-rays and attempted to remove the broken material, however, pieces still remained in the patient. The procedure was completed successfully. No other information was reported.

Event description:
It was reported that while using the stryker ao large reamer attachment with a synthes flexible reamer during a procedure, the synthes flexible reamer fell apart. Pieces of the synthes flexible reamer fell into the patient. The surgeon took x-rays and attempted to remove the broken material, however, pieces still remained in the patient. The procedure was completed successfully. No other information was reported.